Event description:
The tps micro driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the sockets was identified as the probable cause of the run-on found during failure analysis. The event occurred during performance testing at service, therefore no comment to duplicate.